Manufacturer narrative:
Result: footboard, headboard.

Event description:
It was reported by service report that the footboard and headboard were broken with sharp edges and the footboard was not working. It is unk if there was pt involvement, however, no adverse consequences are reported.